Event description:
It was reported that this lead was surgically abandoned due to an unknown product anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis since it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.